Event description:
While the patient was connected to the machine, when the roller head began to work intermittent and stopped. Moved to the second head which did the same as the first. Moved to the third which did also stop working. The arterial head turned off but could be turned back on for a few seconds. Then all sorts of alarms that nobody had evernseen started alarming. The anesthesiologist began hand cranking. It was relieved by many. The machine was eventually changed out.